Event description:
Three months post implant placement. Date abutment was installed: (B)(6) 2024; date abutment was removed: (B)(6) 2024. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".